Event description:
The hospital reported a heart rate was noted on the fetal monitor, which was interpreted as a fetal heart rate. The hospital subsequently determined it was the mother's heart rate. Upon delivery of the baby, no heart beat was reportedly detected for 15 minutes, a code was reportedly called, resuscitation measures were taken, and the infant's pulse returned. The infant was reportedly transferred to another facility.

Manufacturer narrative:
Ge healthcare's investigation of the reported event is ongoing. A f/u report will be submitted once the investigation has been completed. (B)(6).